Event description:
It was reported that the pump was alarming and the personal therapy manager was showing the error message 8286 for an empty reservoir. It was indicated that the physician tried to stretch the refill too long and the refill was being performed on the day of report. Three days later, it was reported that the pump was refilled on the afternoon of the initial report. The patient had no symptoms. At the time of report, the patient was doing fine and was receiving effective therapy. The reporter was not sure about the drug being used, but thought he was told that fentanyl was in the pump.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).